Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a pump using a cadd administration set was alarming line not attached when using cm7386. No additional information is available at this time. No adverse patient effects were reported.